Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to an insulin leak from the ilet pump, resulting in elevated blood glucose around 300 mg/dl until the user disconnected the pump and administered subcutaneous fast-acting insulin via pen, after which glucose was 118 mg/dl. The issue presented as a device leak/splash associated with the reservoir component, with no alerts or alarms reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included unexpected medical intervention with medication required. Investigation included communication with the user and analysis of information the user provided during guided troubleshooting. Investigation of this case revealed leakage at or around a seal consistent with a leak/splash, with the affected device component identified as the reservoir; subsequent review determined the user had been connecting the connector while the cartridge was already installed, which is consistent with conditions that can compromise sealing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user transitioned to multiple daily injections while the issue was addressed.